Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2020, a patient¿s (pt) family member in (B)(6) reported the pt experienced left eye (os) discomfort and a diagnosis of corneal ulcer while wearing an acuvue® oasys® brand contact lens (cl). The pt visited an eye care provider (ecp) last week (unspecified date) and was diagnosed with a small os ulcer. The pt was prescribed an unspecified eye drop, q4h for 1 week and an eye patch. The pt¿s family member reported the os ulcer is currently resolved, and the pt has resumed cl wear. The pt follows a monthly replacement schedule as instructed by the ecp and does not sleep in cls. The pt uses arlyt solution to clean and store cls. The date of event was reported as (B)(6) 2020. On (B)(6) 2020, the pt¿s family member was contacted and reported the pt visited the ecp today. No further information was provided. On (B)(6) 2020, an email was received from the pt¿s family member stating the pt has an "infection" which is currently under treatment with ¿complicated vision.¿ the pt¿s family member refused to provide any further information. Multiple attempts were made to the pt¿s treating ecp to obtain medical records and additional information. No further information was provided. The suspect contact lens was discarded. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00s38x was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.